Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and found that the system didn't gave x-rays. Review of the log files showed the frontal ippc (image processing pc) had failed to turn on. The rse rebooted the system, the ippc restarted normally, the system resumed its operation and the customer was able to perform all the procedures. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.